Manufacturer narrative:
Additional information: b5, g3, h6

Event description:
New information received notes the pacemaker had premature battery depletion.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, the patient's pacemaker could not be interrogated. The device was explanted and replaced. The patient experienced no symptoms related to this event.